Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: external battery.specific component(s) involved: external battery malfunction.additional text: fault on printed circuit board.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external battery.other intervention :implant device type: lvad.